Event description:
It was reported the screen faded and was difficult to read. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The display screen was faint. The programmer cooling fan was noisy. The stylus could not be calibrated.